Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25july2019. Technical support provided a technical manual and recommended replacing the flow sensor assembly. Customer reported that installing the flow sensor assembly resolved the reported issue. Unit was tested per manual and passed all test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit failed air flow testing during preventative maintenance. The customer reported there was no patient involvement.